Event description:
The MFR received info alleging a ventilator's casing was damaged. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. During the eval of the device at the MFR's service ctr, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.